Event description:
I had a hip replacement in 2008: biomet m2a magnum, (B)(6) 2008, (B)(6). It is metal on metal. My chromium, plasma is 1.4 ug/l. Anything above 1 is considered bad. The tests for titanium and cobalt were both below the minimum level.